Event description:
According to the reporter, during a hysteroscopic resection of retained products of conception, diagnostic hysteroscopy had been performed, and established that there was pathology to be resected. The black plug of the handpiece was handed off to be connected to the control unit, but the socket on the control unit would not accept the handpiece. It could not be pushed all of the way in. The handpiece stopped approximately 5mm before being completely pushed in, resulting in the control unit still showing e1 error code for 'handpiece missing'. Multiple handpieces were tried with the same result, confirming that the problem was with the control unit. A photo was included showing the barcode and serial number of the control unit. There was no patient injury, however, there was an extension of theatre time. The surgical time extended 30 minutes or more because of the issue. The procedure type was also changed to a 'suction d & c' to remove the retained products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the unit's label. The receptacle and handpiece were not shown. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the adapter/connector was damaged, an error code 10 was received, and the unit physically damaged. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.